Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference numbers: 2916596-2020-01635, 2916596-2020-01637. It was reported that the patient had a pump off alarm on (B)(6) 2020 after a pi event. The patient did not report any audible alarm. The patient was admitted for possible right ventricular failure. During log file analysis, two pumps were observed on (B)(6) 2020 with several low speed alarms. The speed drops were as low as 0 rpm. These issues only appear to be occurring while the vad is connected to the power module/ mobile power unit (mpu). This type of behavior has been linked to potential issues with the percutaneous lead. Submitted x-rays showed one area that looked suspicious. Two no external power events were also observed on (B)(6) 2020, which was caused by power to the mpu being briefly interrupted. The patient started showing signs of possible pump thrombus on (B)(6) 2020. Lactate dehydrogenase (ldh) had increased to 876 u/l from 466 u/l and hematuria was noted. The patient did have a decrease in his flows on (B)(6) 2020 but have resolved to near baseline values in 5¿s lpm. The patient was evaluated for possible pump replacement. It was later reported the patient expired due to a massive hemorrhagic cerebrovascular accident on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the mobile power unit. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. Additionally, a direct correlation between (B)(6), log file findings, and reported right heart failure, hemolysis, suspected thrombosis, hemorrhagic stroke, and patient outcome could not be conclusively established. The submitted log file contains data from (B)(6) 2020 at 02:47pm through (B)(6) 2020 at 08:27am. No external power events were captured while the patient was supported by the mobile power unit (mpu) on (B)(6) 2020 and (B)(6) 2020 (investigated under MFR # 2916596-2020-01637). The pump speed remained above the low speed limit at these times. Low speed events were captured later in file, at the following approximate times: (B)(6) 2020 at 09:00pm (including a pump stop). (B)(6) 2020 at 09:06pm. (B)(6) 2020 at 09:14pm. (B)(6) 2020 at 06:17pm (including a pump stop). (B)(6) 2020 at 08:40pm (including a pump stop). All low speed events and pump stops appeared to occur while the patient was supported by the mpu. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. No additional atypical alarms were captured throughout the file. Overall, power ranged from 4.9-7.7 w, estimated flow ranged from 3.0-9.4 lpm, and average pi was between 2.6 and 9.3. The center reported that the patient was being admitted for possible right ventricular failure after a pump off alarm on (B)(6) 2020. It was later reported that the patient started to show signs of possible pump thrombus. Ldh increased to 876 u/l from 466 u/l and hematuria was noted. The patient had a decrease in flows on (B)(6) 2020 but they resolved to near baseline values in the 5¿s. The patient ultimately expired from a massive hemorrhagic cerebrovascular accident (cva). Additional information was requested; however, the account/site/customer was unable to provide the information as they did not recall the specific case details. To date, heartmate ii lvas, serial number (B)(6) has not been returned for evaluation. The hmii lvas IFU lists hemolysis, right heart failure, thrombosis, bleeding, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system, and outlines the recommended anticoagulation therapy and inr range. The IFU also outlines indications of pump thrombosis as well as how to respond to such events. The IFU and hmii lvas patient handbook address all system controller alarms (including low speed advisory, low speed hazard, and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.